Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during pta balloon dilatation, the balloon component detached off the catheter. The patient status is unknown.

Event description:
It was reported that during pta balloon dilatation, the balloon component detached off the catheter. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: the device was returned for evaluation. A visual inspection found the balloon returned in the user's introducer sheath. A complete break of the proximal balloon joint was identified; the inner lumen was still intact. Further evaluation of the device found the inner lumen to be stretched indicating retraction issues. Additionally, the distal end of the sheath was flared. Therefore, the investigation is confirmed for a break at the proximal balloon joint, and for sheath-related retraction issues. The investigation is unconfirmed for the reported detachment, as the balloon was still attached to the device. It is likely that the user perceived the break as a detachment. Based on the condition of the returned sample, it is likely that resistance was encountered by the user leading to excessive force being applied to the device as it was being withdrawn through the sheath. This excessive force led to the balloon breaking from the shaft. However, the definitive root cause for the identified retraction issues could not be identified based on the available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.